Event description:
(B)(6) cnss informed us that pt pump reads "no disposable" alarm. Cnss tried several fixes on site with no success. Replaced cartridge, no success. Sent pump replacement and pt used back up pump. Sn (B)(4). No other info known. Is the actual device available for investigation? Yes; did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by health professional.